Event description:
It was reported that during device change out for normal eri, externalized conductors were observed. No electrical anomalies were detected. Lead was capped and replaced. Patient was doing well post-procedure.

Manufacturer narrative:
(B)(4). Device not returned.